Event description:
Caller reported a malfunction with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller during the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue arises again. Caller acknowledged and understood the instructions.